Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module subassembly was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module subassembly was replaced to address the issue. The oxygen blending module subassembly was evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module subassembly was functioned as designed and operated without issue or error codes.